Event description:
The manufacturer received information alleging a ventilator failed to initial power-up. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's front panel board was replaced to address the issue. Additionally, lcd display kit, pcb support for system board pca, system board to lcd cable and lcd backlight cable have been replaced due to physical damage of lcd kit, which is not related to malfunction. The device passed all testing.